Event description:
A male underwent initial aaa repair in early 2007. One main body extension was placed. Over time the aneurysm had expanded to a 36mm diameter causing an endoleak and a small aneurysm and a bigger one a little further down. Both were short, and it was recommended to place grafts with suprarenal fixations or to use a whole bifurcated system to full occlude the whole sac. The physician chose to place main body extensions instead to resolve the issues. Pt is fine at this time.

Manufacturer narrative:
Eval: still under investigation.